Event description:
Deltec cozmo insulin pump needed to be replaced 2 times between 2003-2007. Replaced first time due to battery cap in effectively closing resulting, in pump failure, and second time malfunctioned showing multiple alarms resulting in immediate replacement, each incident resulted in degradation of blood sugar control.